Event description:
It was reported that an episode in vf zone was observed during follow up. Noise on both atrial and ventricular channels was suspected. The episode related to noise happened while patient was in hospital. All lead measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.